Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the multiple cartridges. Customer's blood glucose level was between 300 to 400 mg/dl. Reportedly, customer would allow the pump to hang and swing by the patient line. Customer performed a supply change to address the issue.